Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and ok keypad button were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.